Event description:
In 2009, the patient reported experiencing elevated blood glucose of 400-500 mg/dl. Upon follow up with the patient four days later, she stated that she is not able to hear the bolus confirmation beeps on her infusion device and this has resulted in elevated blood glucose on 4 occasions in the past 2 weeks. She stated that she almost always delivers boluses without looking at the display of her infusion device. The beep volume was set at the maximum level and the alarm was set to beep/vibrate. The most recent incident occurred on three days after the original date. At 6:00pm, her blood glucose measured 298 mg/dl and she bolused 3 units of insulin. At 7:15, she bolused 2.5 units and at 11:00pm, her blood glucose measured 353 mg/dl and she bolused 4 units of insulin. At 11:45pm, her blood glucose measured 376 mg/dl and she bolused 1 unit of insulin. The patient was able to confirm all bolused in the history of the infusion device. She stated that it sometimes takes 24 hours for her blood glucose to lower to her target range of 100 mg/dl. At the time of the report, her blood glucose measured 81 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue, product was replaced and requested to be returned for evaluation.